Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2011 at 1705, channel a of the device was programmed for piggyback delivery of kcl (potassium chloride) 40meq/100ml, with a dose rate value of 40 meq/hr, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 100ml, for a duration of 1hr, the program was confirmed and the delivery was started. At 1710, loadeject was pressed, the infusion was stopped, standby mode was entered, loadeject was pressed, piggyback delivery was stopped, display indicated 8.18ml was delivered, loadeject was pressed, the check flowstop alarm occurred, silence key was pressed, the cassette was ejected and the check flowstop alarm was cleared. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of potassium chloride, at a rate of 100ml/hr, for a duration of 1 hr, and the delivery was started. No further programming parameters were provided. At 1514, the pt's serum potassium was reported as 3.2 meq/l. At approximately 1710, the customer contact reported the pt had a "ventricular rhythm" and "went into a pulseless arrest." At that time, cardiopulmonary resuscitation was initiated and "two cycles of cardiac compressions were performed." The customer contact reported the pt responded with return of cardiac rhythm and spontaneous respirations. At that time, the nurse noted the potassium chloride container was empty; however, the programmed rate was verified to be 100 ml/hr with "remaining fluids 91.8 ml." The device was removed from clinical service. After an unspecified length of time, it was reported that the pt was stable and a chest x-ray indicated no "significant findings." At 1713, the pt's serum potassium was 5.4 meq/l. The pt remained in the intensive care unit (ICU) overnight and was transferred to a "ward" bed the following day. The pt was discharged home on (B)(6) 2011. Though requested, no additional info was provided.